Event description:
It was reported that a cage had backed out post operatively. This was noticed by the surgeon on an x-ray. Patient is asymptomatic, no revision is scheduled.

Manufacturer narrative:
The customer reported event was confirmed via correspondence and received x-ray images review. The supplemental fixation system looked intact. The device was not returned, as it remained implanted in the patient. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The root cause of the reported event cannot be conclusively determined because of insufficient information received.

Event description:
It was reported that a cage had backed out post operatively. This was noticed by the surgeon on an x-ray. Patient is asymptomatic, no revision is scheduled.